Manufacturer narrative:
The technician replaced the brake steer caster and brake support to resolve the issue.

Event description:
The technician alleged that the brakes would set but not hold. No pt impact.